Event description:
Pump declared altitude alarm 21, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer's insulin was suspended due to the alarm, despite the pump being within the validated operating altitude range. Cts provided instructions to clean the speaker holes, remove and reconnect the cartridge, yet insulin was unable to resume after these steps. Customer was then instructed to load a new cartridge, resulting in the pump resuming normal operation without recurrence of the alarm.